Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 25.8 mmol/l. The customer stated that her cannula was bent and was not receiving any no delivery alarms on their insulin pump. No further information was provided.